Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported to clinic alarms from the power module (pm) with red battery and orange wrench. During the visit, the patient presented a back-up controller that had broken bend reliefs of both black and white power cables with visible frayed wires on white cable. Power module in clinic was not able to display information from back-up controller when connected. The controller was alarming for "no power source" while connected to both the pm and battery power. The alarms were reportedly self-resolving when the damaged power cable was straightened. Attempt was then made to attach patient to an ungrounded cable, however, was unsuccessful as resistance was met and the cable was not able to be connected completely. Inr was subtherapeutic 1.10, and the controller couldn't be exchanged in the clinic, so patient was advised to go to the ed for heparin bridging with plans to change controller (B)(6) 2022 morning. While patient was in the ed, an attempt was made to put them on another ungrounded cable, however, the nurse was not able to make the connection again due to resistance. Patient remained on batteries overnight. Log-files could not be downloaded due to 'no power source" alarms and inability to connect to ungrounded cables. Patient was subsequently exchanged with a new pocket controller and provided with a new backup controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of broken bend reliefs, exposed wires on the white power cable, and no communication with the system monitor were confirmed via evaluation. A review of the log file contained data spanning approximately 4 days (27nov22 ¿ 29nov22 and 11jan23 per timestamp). Starting 27nov22 at 14:01:21, the power cable disconnect alarm was active due to a white power cable fault and being outside the expected voltage range. The alarm was not associated with a power source exchange and did not resolve in the log file. There were no other notable alarms active in the log file. The heartmate ii system controller was returned for analysis and visual inspection revealed a cuts, kinks, damaged strain reliefs, and exposed wires on the power cables. The system controller underwent preliminary and functional testing and was unable to communicate with the system monitor. The power cables underwent continuity and insulation testing, and the white power cable did not pass. The power cable was cut open to inspect the condition of the wires and the orange wire (transmission communication), blue wire (receiving communication), red wire (digital ground), and brown wire (battery gauge) were found to be severed at the controller connector. The controller¿s power cables were replaced with test power cables in order to continue evaluation. The system controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period and was able to operate as intended. A root cause for no communication with the system monitor was determined to be due to the observed wire damage on the white power cable. However, a root cause for the damage to the power cables was unable to be determined. There was incidental finding of fluid ingress in power cables, and damaged front controller casing. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. The heartmate ii patient handbook instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. Heartmate ii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Primary controller: MFR# 2916596-2022-15625. Power module: MFR # 2916596-2022-15627.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.